Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed all functional testing with no anomalies found. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken, the high rate cover was scratched, three control knobs, heart wire contact block, battery drawer, battery latches and heart wire contacts were contaminated and the ring and two side bails were missing.

Event description:
It was reported that the rate was out of specification on the external pulse generator. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.